Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping) severe / cramping"), pelvic pain ("persistent pain"), genital haemorrhage ("excessive bleeding"), nephrolithiasis ("urinary passed kidney stones"), uterine prolapse ("prolapsed cervix"), teratoma ("teratoma"), cholecystectomy ("gallbladder removed") and ovarian cyst ("cyst in right") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3. Previously administered products included for birth control: mirena from 2004 to (B)(6) 2009. Concomitant products included morniflumate (flomax (morniflumate)) and omeprazole (prilosec) since 1998. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage, dysmenorrhoea, pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes breakout /rashes"), menorrhagia ("heavy periods"), constipation ("bowels shutting down"), depression ("depression"), alopecia ("hair loss"), fatigue ("fatigue"), night sweats ("night sweat"), migraine ("migraine"), headache ("headache"), dyspareunia ("painful sexual intercourse") and female sexual dysfunction ("apareunia / inability to have sexual intercourse"). In 2011, the patient experienced teratoma (seriousness criterion medically significant). In 2012, the patient experienced nephrolithiasis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), cystitis ("infections bladder") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced uterine prolapse (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), plantar fasciitis ("plantar fasciitis"), vomiting ("vomit"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), allergy to metals ("nickel allergy") and bladder disorder ("bladder changes"). The patient was treated with sertraline (zoloft), paracetamol (tylenol), ibuprofen (advil), antibiotics, surgery (oophorectomy in 2011, to remove right ovary due to teratoma,ultrasound ablation), surgery (oophorectomy in 2011, to remove right ovary due to teratoma., ultrasound ablation), surgery (supracervical hysterectomy), surgery (trachelectomy), surgery (oophorectomy 2011), surgery (oophorectomy) and alternative therapy (orthotics). In 2014, the teratoma had resolved. At the time of the report, the vaginal haemorrhage, dysmenorrhoea, pelvic pain, genital haemorrhage, nephrolithiasis, uterine prolapse, nausea, rash, menorrhagia, cystitis, constipation, alopecia, fatigue, night sweats, migraine, headache, dyspareunia, vomiting, abdominal pain lower, back pain, allergy to metals, female sexual dysfunction, bladder disorder and urinary tract disorder outcome was unknown, the cholecystectomy, ovarian cyst and plantar fasciitis had resolved and the depression had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cholecystectomy, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, nephrolithiasis, night sweats, ovarian cyst, pelvic pain, plantar fasciitis, rash, teratoma, urinary tract disorder, uterine prolapse, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. She was diagnosed with asthma (B)(6) 2010, and her asthma got better once essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Essure confirmation test was dye test which is done on (B)(6) 2009 - confirmation test was successful most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter, patient demographic, historical condition ( gravida and para) , concomitant medication (zoloft and prilosec), essure removal date (B)(6) 2014, events ( abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction- (excessive bleeding, heavy periods, rashes breakout for no reason), apareunia (inability to have sexual intercourse),bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), fatigue, gastrointestinal or digestive system condition- gallbladder removed 2013, bowels shut down for a month, hair loss, hormonal changes- night sweats infection (bladder/urinary tract/vaginal)- bladder infections, migraines / headaches, nausea, breakout rashes, teratoma, plantar fasciitis, asthma events added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pain / severe and persistent pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("heavy periods"), genital haemorrhage ("excessive bleeding"), nephrolithiasis ("urinary passed kidney stones"), uterine prolapse ("prolapsed cervix"), teratoma ("teratoma"), cholecystectomy ("gallbladder removed") and ovarian cyst ("cyst in right ovary/reproductive system disorder or condition type of disorder or condition: cyst on right") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 ((B)(6) 2001- my son was born with sturge weber syndrome), endometrial ablation, cholelithiasis, cholecystitis, cesarean section, endometrial polyp, tobacco abuse, pneumonia, allergic rhinitis, gastroesophageal reflux disease, anemia, nicotine dependence, cholelithiasis, dyslipidemia, rhinoplasty, oophorectomy left and uterine bleeding. Nm hepatobiliary with ef history- patient had abdomen pain for the past 2 weeks. History of kidney stones. Abdominal pain, right upper quadrant. Calculus of gallbladder without mention of cholecysitis or obstruction impression ¿ abnormal low 22 % gallbladder ejection fraction otherwise negative hepatobilary scan *essure confirmation test was dye test which is done on (B)(6) 2009 and (B)(6) 2009- confirmation test was successful. Previously administered products included for birth control: mirena from 2004 to (B)(6) 2009; for an unreported indication: sulfa, iitraconazole and hydrocodone-acetaminophen. Past adverse reactions to the above products included hypersensitivity with sulfa and hydrocodone-acetaminophen; and urticaria with iitraconazole. Concurrent conditions included morbid obesity, asthma, hypothyroidism, anxiety, depression, ovarian cyst and morbid obesity. Concomitant products included levothyroxine sodium (levoxyl), morniflumate (flomax) and omeprazole (prilosec) since 1998. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) severe / cramping"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain/cramping"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes breakout /rashes / skin condition such as rashes"), constipation ("bowels shutting down"), depression ("depression"), alopecia ("hair loss"), night sweats ("night sweat:hormonal changes"), migraine ("migraine"), headache ("headache"), dyspareunia ("painful sexual intercourse"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia / inability to have sexual intercourse") and infrequent bowel movements ("gastrointestinal or digestive system condition type:bowels shutting down"). In (B)(6) 2010, the patient experienced asthma ("asthma"). In 2011, the patient was found to have teratoma (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2012, the patient experienced cystitis ("infections: bladder") and urinary tract disorder ("urinary problems"). In (B)(6) 2012, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine prolapse (seriousness criterion medically significant), plantar fasciitis ("plantar fasciitis/plantar fasciitis would not heal for years until essure was removed"), vomiting ("vomit"), back pain ("lower back pain"), bladder disorder ("bladder changes"), polycystic ovaries ("polycystic ovarian disease") and urinary tract infection ("uti") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with antibiotics, cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d), ibuprofen, paracetamol (tylenol), sertraline hydrochloride (zoloft), orthotics and surgery (endometrial ablation, oophorectomy, oophorectomy 2011, supracervical hysterectomy with right salpingo-oophorectomy,removal of portion of left fallopian tub, trachelectomy and ultrasound ablation). Essure was removed on (B)(6) 2014. In 2014, the teratoma had resolved. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, uterine prolapse, rash, cystitis, constipation, alopecia, headache, dyspareunia, vomiting, abdominal pain lower, back pain, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, polycystic ovaries, urinary tract infection and infrequent bowel movements outcome was unknown, the vaginal haemorrhage, menorrhagia, depression and asthma was resolving and the cholecystectomy, ovarian cyst, nausea, dysmenorrhoea, plantar fasciitis, fatigue, night sweats and migraine had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, asthma, back pain, bladder disorder, cholecystectomy, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infrequent bowel movements, menorrhagia, migraine, nausea, nephrolithiasis, night sweats, ovarian cyst, pelvic pain, plantar fasciitis, polycystic ovaries, rash, teratoma, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. She was diagnosed with asthma (B)(6) 2010, and her asthma got better once essure was removed. Discrepancy of date of insertion reported in pfs (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion 1. The location is category 2 which is satisfactory and location of the micro-insert. 2. Occlusion is category 1 which is occlusion at the cornua bilaterally.. Pathology test - on (B)(6) 2014: final pathologic diagnosis: a. Ovary, right and fallopian tube, salpingo-oophorectomy: portions of ovarian parenchyma with features of mature cystic teratoma (see comment). B. Uterus, hysterectomy: supracervically amputated uterine corpus with: secretory pattern endometrium, negative for complex hyperplasia or malignancy. Adenomyosis. Leiomyoma. C. 'Cervical mass', biopsy: partially cauterized fragments of endocervical glandular mucosa and smooth muscle (see comment). D. Fallopian tube, left, salpingectomy: histologically unremarkable fallopian tube, negative for malignancy. Gross description: 'right ovary and fallopian tube' is a 10.4 x 9.5 x 3.1 cm irregular to ovoid mass with attached fimbria. The remainder of the cut surface consists of tan-red soft tissue with hemorrhagic corpora luteal cysts the endometrial cavity is not easily identified. The identifiable endometrium is glistening tan with a gray-white stellate appearance consistent with probable previous ablation and averages 0.2 cm in thickness. No endometrial masses are identified. The myometrium is trabeculated tan-pink and ranges in thickness from 2.0 cm to 2.3 cm. There are two intramural whorled gray-white dense nodules averaging 0.2 cm in greatest dimension in the posterior aspect of the specimen. No areas of hemorrhage or necrosis are identified in the nodules. Silver metallic synthetic coils are identified within the tissue attached to the cornus. ¿concerning the injuries reported in this case, the following one/ones were described in social media : polycystic ovaries, asthma" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs+mr received: events outcome updated for: plantar fasciitis, asthma, abnormal bleeding, nausea, dysmenorrhea, fatigue, hormonal changes: night sweat, migraine, depression. Medical history, lab data, concomitant drugs added. New event added: gastrointestinal or digestive system condition type: bowels shutting down. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pain / severe and persistent pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping) severe / cramping"), genital haemorrhage ("excessive bleeding"), nephrolithiasis ("urinary passed kidney stones"), uterine prolapse ("prolapsed cervix"), teratoma ("teratoma"), cholecystectomy ("gallbladder removed") and ovarian cyst ("cyst in right") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3, endometrial ablation, cholelithiasis, cholecystitis and cesarean section. Previously administered products included for birth control: mirena from 2004 to june 2009; for an unreported indication: sulfa, itraconazole and hydrocodone-acetaminophen. Past adverse reactions to the above products included hypersensitivity with sulfa and hydrocodone-acetaminophen; and urticaria with itraconazole. Concurrent conditions included morbid obesity, asthma, hypothyroidism, anxiety, depression and ovarian cyst. Concomitant products included morniflumate (flomax (morniflumate)) and omeprazole (prilosec) since 1998. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy periods") (seriousness criterion intervention required), rash ("rashes breakout /rashes / skin condition such as rashesh"), constipation ("bowels shutting down"), depression ("depression"), alopecia ("hair loss"), fatigue ("fatigue"), night sweats ("night sweat"), migraine ("migraine"), headache ("headache"), dyspareunia ("painful sexual intercourse"), allergy to metals ("nickel allergy") and female sexual dysfunction ("apareunia / inability to have sexual intercourse"). In 2011, the patient experienced teratoma (seriousness criterion medically significant). In 2012, the patient experienced nephrolithiasis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), cystitis ("infections bladder") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced uterine prolapse (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), plantar fasciitis ("plantar fasciitis"), vomiting ("vomit"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), bladder disorder ("bladder changes"), polycystic ovaries ("polycystic ovarian disease"), asthma ("asthma") and urinary tract infection ("uti"). The patient was treated with sertraline (zoloft), paracetamol (tylenol), ibuprofen (advil), antibiotics, surgery (supracervical hysterectomy), surgery (oophorectomy in 2011, to remove right ovary due to teratoma,ultrasound ablation), surgery (oophorectomy in 2011, to remove right ovary due to teratoma., ultrasound ablation), surgery (endometrial ablation), surgery (trachelectomy), surgery (oophorectomy 2011), surgery (oophorectomy) and alternative therapy (orthotics). Essure was removed on (B)(6) 2014. In 2014, the teratoma had resolved. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, genital haemorrhage, nephrolithiasis, menorrhagia, uterine prolapse, nausea, rash, cystitis, constipation, alopecia, fatigue, night sweats, migraine, headache, dyspareunia, vomiting, abdominal pain lower, back pain, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, polycystic ovaries, asthma and urinary tract infection outcome was unknown, the cholecystectomy, ovarian cyst and plantar fasciitis had resolved and the depression had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, asthma, back pain, bladder disorder, cholecystectomy, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, nephrolithiasis, night sweats, ovarian cyst, pelvic pain, plantar fasciitis, polycystic ovaries, rash, teratoma, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. She was diagnosed with asthma (B)(6) 2010, and her asthma got better once essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 91.6 kg/sqm. Essure confirmation test was dye test which is done on (B)(6) 2009 and (B)(6) 2009 - confirmation test was successful. ¿concerning the injuries reported in this case, the following one/ones were described in social media : polycystic ovaries, asthma" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Added event uti. Updated onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping) severe / cramping"), pelvic pain ("persistent pain"), genital haemorrhage ("excessive bleeding"), nephrolithiasis ("urinary passed kidney stones"), uterine prolapse ("prolapsed cervix"), teratoma ("teratoma"), cholecystectomy ("gallbladder removed") and ovarian cyst ("cyst in right") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3, endometrial ablation, cholelithiasis, cholecystitis and cesarean section. Previously administered products included for birth control: mirena from 2004 to june 2009; for an unreported indication: sulfa, iitraconazole and hydrocodone-acetaminophen. Past adverse reactions to the above products included hypersensitivity with sulfa and hydrocodone-acetaminophen; and urticaria with iitraconazole. Concurrent conditions included morbid obesity, asthma, hypothyroidism, anxiety, depression and ovarian cyst. Concomitant products included morniflumate (flomax (morniflumate)) and omeprazole (prilosec) since 1998. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes breakout /rashes"), menorrhagia ("heavy periods"), constipation ("bowels shutting down"), depression ("depression"), alopecia ("hair loss"), fatigue ("fatigue"), night sweats ("night sweat"), migraine ("migraine"), headache ("headache"), dyspareunia ("painful sexual intercourse") and female sexual dysfunction ("apareunia / inability to have sexual intercourse"). In 2011, the patient experienced teratoma (seriousness criterion medically significant). In 2012, the patient experienced nephrolithiasis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), cystitis ("infections bladder") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced uterine prolapse (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), plantar fasciitis ("plantar fasciitis"), vomiting ("vomit"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), allergy to metals ("nickel allergy"), bladder disorder ("bladder changes"), polycystic ovaries ("polycystic ovarian disease") and asthma ("asthma"). The patient was treated with sertraline (zoloft), paracetamol (tylenol), ibuprofen (advil), antibiotics, surgery (oophorectomy in 2011, to remove right ovary due to teratoma,ultrasound ablation), surgery (oophorectomy in 2011, to remove right ovary due to teratoma., ultrasound ablation), surgery (supracervical hysterectomy), surgery (trachelectomy), surgery (oophorectomy 2011), surgery (oophorectomy) and alternative therapy (orthotics). In 2014, the teratoma had resolved. At the time of the report, the vaginal haemorrhage, dysmenorrhoea, pelvic pain, genital haemorrhage, nephrolithiasis, uterine prolapse, nausea, rash, menorrhagia, cystitis, constipation, alopecia, fatigue, night sweats, migraine, headache, dyspareunia, vomiting, abdominal pain lower, back pain, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, polycystic ovaries and asthma outcome was unknown, the cholecystectomy, ovarian cyst and plantar fasciitis had resolved and the depression had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, asthma, back pain, bladder disorder, cholecystectomy, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, nephrolithiasis, night sweats, ovarian cyst, pelvic pain, plantar fasciitis, polycystic ovaries, rash, teratoma, urinary tract disorder, uterine prolapse, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. She was diagnosed with asthma (B)(6) 2010, and her asthma got better once essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 91.6 kg/sqm. Essure confirmation test was dye test which is done on (B)(6) 2009 and (B)(6) 2009 - confirmation test was successful . ¿concerning the injuries reported in this case, the following one/ones were described in social media : polycystic ovaries, asthma" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping) severe / cramping"), pelvic pain ("persistent pain"), genital haemorrhage ("excessive bleeding"), nephrolithiasis ("urinary passed kidney stones"), uterine prolapse ("prolapsed cervix"), teratoma ("teratoma"), cholecystectomy ("gallbladder removed") and ovarian cyst ("cyst in right") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3, endometrial ablation, cholelithiasis, cholecystitis and cesarean section. Previously administered products included for birth control: mirena from 2004 to (B)(6) 2009; for an unreported indication: sulfa, itraconazole and hydrocodone-acetaminophen. Past adverse reactions to the above products included hypersensitivity with sulfa and hydrocodone-acetaminophen; and urticaria with itraconazole. Concurrent conditions included morbid obesity, asthma, hypothyroidism, anxiety, depression and ovarian cyst. Concomitant products included morniflumate (flomax (morniflumate)) and omeprazole (prilosec) since 1998. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes breakout /rashes"), menorrhagia ("heavy periods"), constipation ("bowels shutting down"), depression ("depression"), alopecia ("hair loss"), fatigue ("fatigue"), night sweats ("night sweat"), migraine ("migraine"), headache ("headache"), dyspareunia ("painful sexual intercourse") and female sexual dysfunction ("apareunia / inability to have sexual intercourse"). In 2011, the patient experienced teratoma (seriousness criterion medically significant). In 2012, the patient experienced nephrolithiasis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), cystitis ("infections bladder") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced uterine prolapse (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), plantar fasciitis ("plantar fasciitis"), vomiting ("vomit"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), allergy to metals ("nickel allergy"), bladder disorder ("bladder changes"), polycystic ovaries ("polycystic ovarian disease") and asthma ("asthma"). The patient was treated with sertraline (zoloft), paracetamol (tylenol), ibuprofen (advil), antibiotics, surgery (oophorectomy in 2011, to remove right ovary due to teratoma,ultrasound ablation), surgery (oophorectomy in 2011, to remove right ovary due to teratoma., ultrasound ablation), surgery (supracervical hysterectomy), surgery (trachelectomy), surgery (oophorectomy 2011) and alternative therapy (orthotics). In 2014, the teratoma had resolved. At the time of the report, the vaginal haemorrhage, dysmenorrhoea, pelvic pain, genital haemorrhage, nephrolithiasis, uterine prolapse, nausea, rash, menorrhagia, cystitis, constipation, alopecia, fatigue, night sweats, migraine, headache, dyspareunia, vomiting, abdominal pain lower, back pain, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, polycystic ovaries and asthma outcome was unknown, the cholecystectomy, ovarian cyst and plantar fasciitis had resolved and the depression had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, asthma, back pain, bladder disorder, cholecystectomy, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, nephrolithiasis, night sweats, ovarian cyst, pelvic pain, plantar fasciitis, polycystic ovaries, rash, teratoma, urinary tract disorder, uterine prolapse, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. She was diagnosed with asthma (B)(6) 2010, and her asthma got better once essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 91.6 kg/sqm. Essure confirmation test was dye test which is done on (B)(6) 2009 and (B)(6) 2009 - confirmation test was successful. ¿concerning the injuries reported in this case, the following one/ones were described in social media : polycystic ovaries, asthma." Most recent follow-up information incorporated above includes: on 7-jun-2018: events- "polycystic ovarian disease, asthma", added from social media. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.